Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hypoglycemia before noon, occurring right before a lunch meal while using the ilet, with a lowest blood glucose of 65 mg/dl. Symptoms included lightheadedness. Outcomes included self-treatment with oral glucose and no medical intervention or hospitalization. Investigation included complaint handling and user troubleshooting and education. Investigation of this case revealed no device alerts or alarms reported and an unclear cause. It was concluded that the event was user-reported hypoglycemia with cause unclear and that the device function could not be fully assessed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.